Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported an error alarm. The customer stated that she was hospitalized for low blood glucose. The customer also stated that she is pregnant. Instructed customer to discontinue the pump use until replacement pump arrives. In addition, the customer reported that an emergency response team assisted her in treating low bgs twice in the past two weeks.